Event description:
Reportedly, to treat a heavily calcified and totally occluded cto lesion at distal of sfa, astato xs 20 guidewire was used and attempted to cross the lesion but the guidewire was lodged in the calcified lesion, tip of the guidewire was broken. The broken fragment was kept remained in the anatomy at the physician's discretion. Reportedly no adverse effect is observed with the pt.

Manufacturer narrative:
The device has not been returned to MFR as of the date. Lot history review revealed no anomaly relating to the reported event. No other product experience report was received for this lot.